Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd needle 18ga 1in blunt fill sla experienced coring. The following information was provided by the initial reporter, translated from (B)(6) to english: detachment of a fragment of rubber from the vial was observed after perforation with a blunt needle.

Event description:
It was reported that the bd needle 18ga 1in blunt fill sla experienced coring. The following information was provided by the initial reporter, translated from portuguese to english: detachment of a fragment of rubber from the vial was observed after perforation with a blunt needle.

Manufacturer narrative:
H.6. Investigation: photo received for investigation, a needle inside the vial is observed. Unable to confirm failure based on the images received, physical samples are necessary to further analyze. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.